Manufacturer narrative:
Investigation summary: a 20019e7d product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015877. As part of the investigation, the customer provided a video of the affected sample; analysis of the video identified leakage from the piston of one of the smartsite components whilst fluid was being infused through the second smartsite. No obvious signs of damage could be identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015877 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20019e7d product over the past 12 months. Investigation conclusion: in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Root cause description: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. Rationale: no product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base an sa.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day had backflow. This occurred on 3 occasions. The following information was provided by the initial reporter: after connecting the smartsite in the catheter seems backflow. Once medication is infused in smarsite fluid is coming out of the port. Results in inaccuracy of drug administration.